Manufacturer narrative:
(B) (4).

Event description:
Reported via medwatch report (B) (4). They were unable to achieve appropriate tone reduction. Work-up determined the catheter had a significant laceration requiring replacement of the intrathecal catheter. No further event f/u possible due to lack of contact info.